Manufacturer narrative:
Concomitant medical products: product ID: pnma01411a004, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the recharging belt was broken. The patient reported that the battery was dead, and they started hurting again. The patient reported that they were unable to charge because of the broken belt, and due to not being able to charge, the ins battery has died, and the pain has returned.